Event description:
It was reported that the patient presented to the clinic experiencing diaphragmatic stimulation. A chest x-ray revealed a micro perforation. The lead was successfully repositioned. The patient was doing fine after the procedure.

Manufacturer narrative:
(B)(4).